Event description:
It was reported to medtronic neurosurgery that an implanted valve could not be adjusted. According to the report a revision of the device occurred and it was found that no csf would flow through the valve.

Manufacturer narrative:
(B)(4). All performance levels could be set with a single attempt. The valve passed leak testing but was not patent. This precluded siphon and reflux testing as well as measurement of pressure-flow characteristics and preimplantation testing. Proteinaceous debris was noted throughout the exterior of the valve and inside the valve adjustment mechanism. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." A review of the mfg records showed no anomalies. All of our valves are 100% tested at time of manufacture.